Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the infection has resolved. The explant took place in 2025, exact date of explant is unknown.